Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the fenestrated bipolar forceps (fbf) instrument had a broken cable. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fbf instrument involved with this complaint and completed the device evaluation. The reported complaint of a broken cable was not replicated nor confirmed. Visual inspection was performed and found no broken cable. During further investigation, failure analysis found the instrument to have damage of the conductor wire¿s insulation. The electrical continuity test was performed and passed. Additionally, the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.139 - 0.252" in length and were not aligned with the tube axis. These failures are most commonly caused by mishandling/misuse.